Event description:
It was reported to philips that the examination room's live image display had a problem. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was live image issue. The philips service engineer confirmed that this case was created incorrectly. No further information regarding the issue has been provided by the customer. No service has been performed by philips since no malfunction with the system the service quotation was cancelled. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.